Manufacturer narrative:
Method - assembly and packaging review. Manufacturing review. The device history review shows that the product was assembled and inspected according to specifications. The customer complaint cannot be confirmed due to lack of product sample to perform a proper investigation and determined the root cause. Several corrective actions have been completed which address the issue related with "connection to the flowmeter was unstable", but the defective sample is necessary to determine the root cause and corresponding corrective actions for the defect reported.

Event description:
The complaint was reported as: the connector was unstable and the volume of the mist seemed to have decreased. No pt injury reported.